Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate erratic readings of ¿160, 193, and 158 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. The patient performed the precision testing on (B)(6) 2013 at around 7:50 am. According to the reporter, the patient subsequently developed symptoms described as ¿sweaty, confused, and lethargic.¿ there was no report of any required medical intervention due to the reported issue. The reporter confirmed the readings were taken within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 20% and/or <= 20 mg/dl. This complaint is being reported because the patient had unexplained symptoms suggestive of hypoglycemia after she obtained reading from the lfs meter. There is no indication a product malfunction was associated with the reported incident.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/17/2013) the patient¿s meter and test strips have been returned on (B)(4) 2013 and (B)(4) 2013, respectively, and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.